Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it was found to have no motion related issue. The instrument passed during manual articulation of inputs. The instrument failed the recognition test therefore, motion relates tests could not be performed. Additional observations were also identified. The instrument was found to have a workmanship related issue affecting the identification board. Visual inspection of the instrument did not reveal any damage to the chassis or housing that would suggest dislodgement through physical impact. Discoloration was observed under the silicone coating of the radiofrequency identification (rfid).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the retraction feature of the fenestrated bipolar forceps instrument was not sufficient. It was observed that the instrument did not move in the same way as the doctor's movements. A backup instrument of the same kind was used. The procedure was completed with no patient harm, adverse outcome, or injury. Intuitive surgical (is) obtained the following additional information regarding this event: the device was inspected prior to use and there was no damage or anything out of the ordinary. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. The movements of the surgeon scaled appropriately to the instrument (e.g., distance intended matched distance instrument moved). The instrument did not move exactly the same direction. There seemed to be some restriction of movement. Customer thought the instrument's wire had broken, but no wire breakage was observed. The timing of the instrument's movement seemed to be transmitted with some delay. There was no shakiness and/or friction experienced/observed, no instrument-to-instrument or system arm-to-arm interference nor any external collisions (e.g., collision between system arm and external or equipment and/or staff). The issue was persistent. There was no injury to the patient as result of the event.